Event description:
It was reported that the remote monitor does not start when the start button is pressed. The monitor has sent transmissions in the past. Troubleshooting steps were taken with no issue resolution. The monitor will be returned and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.